Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 20, 135cm mustang balloon catheter was advanced for dilation. However, it was noted to be stuck in the wire. The devices were removed and the procedure was completed with another wire and balloon. No patient complications were reported and the patient status was fine.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 20, 135cm mustang balloon catheter was advanced for dilation. However, it was noted to be stuck in the wire. The devices were removed and the procedure was completed with another wire and balloon. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the guidewire trapped inside the wire lumen of the mustang device. It was not possible to remove. A visual and tactile examination of the device found that the catheter and the guidewire, inside the catheter, were kinked at 89.8cm distal to the strain relief. The shaft and guidewire were dissected just distal to the kink site. The distal section of the guidewire was removed from the distal section of the dissected catheter. When an attempt was made to withdraw the proximal section of the guidewire from the proximal section of the dissected device, a slight resistance was noted as the kinked section of guidewire was withdrawn through the device. Once removed the section of guidewire was passed through both sections of the device with no resistance noted. No issues were noted with the tip.